Event description:
The site reported that on (B)(6) 2024 the patient demonstrated a loss of their cough and gag reflexes, as well as diffuse weakness that was mildly asymmetric. A head CT was obtained confirming a small mca infarct. Additionally, the patient developed a gi bleed on the same day, so all anticoagulation was stopped. Neuro was consulted, and no other interventions were recommended. The site is continuing close monitoring for any neurological changes. The berlin heart excor blood pump functioned as intended, maintaining complete filling, and emptying throughout the event. Two small punctate deposits were noted on the lvad inflow at the time of the event and were stable throughout. A pump change was not performed.

Manufacturer narrative:
The excor blood pump (lvad), s/n, (B)(6) is in use on the patient since (B)(6) 2024. We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.